Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known possible adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, diaphragmatic response was lost while ablating the right superior pulmonary vein (rspv). At the end of the procedure there was still no diaphragmatic response. Patient follow-up was performed approximately two weeks post-procedure. The patient had no symptoms but mild elevation of the diaphragm was observed.